Event description:
During the implant procedure, patient experienced a pneumothorax. Thoracic surgeon was notified and a chest tube was placed. Physician admitted the patient for overnight observation. Chest tube was removed and patient released. This resolved the issue.